Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the tubing is coming apart at the hub just under where it connects to the clamp that inserts into the pump. The defect was noted during use and presents a potential risk for infusion interruption or leakage.